Event description:
A healthcare professional reported that a patient who had an intraocular lens (iol) implanted approximately nine years ago recently returned for a postoperative evaluation. During this visit, opacification of the lens was observed. The opacification could not be resolved using yag laser treatment, suggesting the presence of foreign material or degradation of the lens itself.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in h.6. And h.11 FDA patient code of (B)(6) should not have been reported on initial MDR submitted. Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received about a patient who had an iol implanted in 2016. During the post-op check, opacification on the lens was seen, which could not be removed by yag-laser. Foreign material was identified during the 9-year post-operative review. The patient¿s vision was impacted due to this opacification. Additional information has been requested however no further information available.